Event description:
A physician reported following the intraocular lens implantation deposit on anterior surface of lens were noted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product the used company cartridge was returned taped inside the opened company cartridge pouch. Viscoelastic was observed in the cartridge. The tip had heavy stress. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Internal damage was observed with disruption in the coating on bottom of the tip. Product history records were reviewed and documentation indicated the product met release criteria. It cannot be determined if the lens was qualified because the diopter was not provided. A qualified handpiece was indicated. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause for the reported film/deposit could not be determined. Based on the review of the returned used company cartridge, the reported film/deposit may have been internal coating material from the damaged company cartridge tip. It cannot be determined if the lens was qualified because the diopter was not provided. It is unknown if a qualified viscoelastic was used. There appeared to be inadequate viscoelastic in the cartridge. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. History records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are six other complaints in the lot, for same facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.10. In previous MDR, it was sent as sample was not returned, in error. A sample device was returned for analysis. The manufacturer internal reference number is: (B)(4).